Manufacturer narrative:
Date of product return provided. Upon disassembly for visual inspection, the diagnostic engineer found a worn boot.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a podiatry procedure at the user facility the remb sagittal saw was leaking an oil-like substance, which entered the surgical site. The site was irrigated with 50,000 units of bacitracin in saline solution, and 1 gram of antibiotic in an IV solution was administered. All of the substance was removed from the surgical site. The procedure was completed successfully using back-up equipment with no delay and no additional medical intervention or adverse consequences reported.

Event description:
It was reported that during a podiatry procedure at the user facility the remb sagittal saw was leaking an oil-like substance, which entered the surgical site. The site was irrigated with 50,000 units of bacitracin in saline solution, and 1 gram of antibiotic in an IV solution was administered. All of the substance was removed from the surgical site. The procedure was completed successfully using back-up equipment with no delay and no additional medical intervention or adverse consequences reported.